Manufacturer narrative:
(B)(4). Approximate age of the device from the product ship date is 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced pump stoppages that were the result of a low voltage situation. The system controller and power module patient cable were exchanged and the issue reportedly resolved. The patient was asymptomatic.

Manufacturer narrative:
A 14v power module patient cable (lot # 35361350714) and one system controller ((B)(4)) was returned for evaluation. Additionally, a log file from a separate system controller was submitted for evaluation. The report of pump stoppages due to a low voltage condition was confirmed based on the review of one of the submitted log files. The system controller in use at the time of the low voltage condition was not returned for evaluation. The log file from the system controller in use at the time of the event contained intermittent driveline disconnected/motor stopped and low flow hazard alarm events on (B)(6) 2015 between 4:59 am and 5:24 am. During these events, the pump speed value was captured at zero rpm. Throughout this sequence of events, a low voltage advisory (yellow battery) alarm was active. The alarm appeared to be associated with depletion of the external 14v battery connected to the black power cable. Despite the low voltage alarms, the pump continued to operate at the set speed of 9600 rpm while the driveline was connected. The alarm cleared at 5:21 am when the external battery was exchanged. The driveline was reconnected at 5:24 am and the pump speed value recovered to the set speed of 9600 rpm. A log file from the returned system controller revealed driveline disconnected/motor stopped and low flow hazard alarmed with the pump speed value at zero rpm on (B)(6), 2015 at 5:35 am. The alarm cleared at 5:36 am and the pump speed value recovered to the 9600 rpm. The data suggests the system stop appeared to be the result of a physical driveline disconnection. The returned system controller was functionally tested using the manufacturer's laboratory equipment and the evaluation confirmed that the device was able to operate on a mock circulatory loop without any notable event captured in the system controller history screen. The returned 14v power module patient cable (lot # 35361350714) was functionally tested using laboratory equipment and confirmed the cable was able to sufficiently supply power to the returned system controller serial number (B)(4). No device functional issues were identified during analysis that could be potentially related to the reported incident. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.